Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs reveals that there were deflection force warnings and a review of the plan revealed that the planned implants at t9-l and t7-l were both placed in areas that contain skive zones. Force is indicated by the force meter in the bottom right-hand side of the screen as well as warnings presented on the bottom of each trajectory view of the navigate screen in the event that excessive is detected. In the future, we recommend avoiding areas of steep bony structure or trajectories that include sharp angles to avoid possibly skiving away from the desired trajectory. The user reported no adverse effects to the patient and there was immediate correction of the screws. The observed overall risk level is low which does not exceed the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
E3d spin with automatic registration performed. Screws planned, surgeon moved arm to trajectory and depth of burr was showing deep. Second e3d spin performed with automatic registration, screws planned, verification probe showed good depth. Surgeon placed t8-t12 skipping t10 in a serpentine fashion starting at lt8. E3d brought in for xray and lt9 was shown to be lateral outside the pedicle while all other screws were good. Verification probe used to check navigation. Navigation looked intact. Surgeon attempted to place lt9 again and screw was again lateral. Surgeon removed screw and planned screws at t7 bilaterally. Surgeon placed screws and lt7 was lateral, outside the pedicle and rt7 looked good. Surgeon removed lt7, another check performed but this time, both above and below the fracture site, navigation was showing lateral shift to the left. Scan converted to preop and merge performed with e3d. Merge good on first attempt. Surgeon placed lt7 and lt9 and xray confirmed good placement.